Manufacturer narrative:
(B)(4). The customer reported that there was a loss of audio. No pt harm was reported. According to the philips technical engineering notes, the mainboard and speaker assembly were replaced. The available info does not verify which of these assemblies was the cause of the loss of audio function. The monitor's software was reloaded and the monitor was tested and is meeting compliance with manufacturer's specifications. No systemic design or labeling malfunction has been identified or is supported by analysis of similar complaints. The device labeling (IFU) adequately warns not to rely solely on audible sources of alarming. Consideration of this complaint and similar complaints supports that there are no design, mfg, materials, or labeling problems. No further investigation or action is warranted.

Event description:
The customer reported that there was a loss of audio. No pt harm was reported.